Event description:
The customer observed falsely elevated alinity I total-hcg results for one sample. The following results were provided: on (B)(6) 2024, sid (B)(6), initial result = 240.36 miu/ml. On (B)(6) 2024 new sample from same patient with sid (B)(6) with result = <1.2 miu/ml. The customer repeated the original sample on (B)(6)2024 with results = <1.2 miu/ml. The customer mentioned the sids (B)(6) were samples with high results >50,000 miu/ml and are not questioning; however, they were ran prior to sid (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product. The field service representative (fsr) resolved the issue by replacing the cracked tube, sample pipettor probe to pm sensor and tube, r1-r2 pipettor probe to pm sensor. The part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the tube, sample pipettor probe to pm sensor and tube, r1-r2 pipettor probe to pm sensor, or the alinity I processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: the same patient with sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total hcg results for one sample. The following results were provided: on (B)(6) 2024, sid: (B)(6), initial result: 240.36 miu/ml. On (B)(6) 2024, new sample from same patient with sid: (B)(6), with result: <1.2 miu/ml. The customer repeated the original sample on (B)(6) 2024 with results: <1.2 miu/ml. The customer mentioned the sids: (B)(6) were samples with high results: >50,000 miu/ml and are not questioning; however, they were ran prior to sid: (B)(6). No impact to patient management was reported.